Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h2,h3,h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: coupler unit was not secured, it could not be connected to the scope,due to damage on cable unit, water tightness was lost. Based on the results of the investigation, the customer¿s allegation was reproduced, a root cause could not be identified. For the costumers complaint and the newly identified malfunctions, it is likely the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's top bit, where you turn the nozzle around to clamp the scope in place, is stuck. The issue was found during set up, inspection for use. There were no reports of patient harm.